Event description:
One pt specimen generated a hgb=about 7 g/dl and hct=about 21% (no specific results provided) that was reported and questioned by a physician. The sample was repeated with rbc=<1.0 m/ul, hgb=10.6 g/dl and hct=7.4%. These results were not reported because of being suspect. The account repeated the sample again and the cell-dyn analyzer generated an rbc clog error. The account states that service resolved the issue the same day by replacing a syringe. Air bubbles were noted in the syringe prior to replacement. A new specimen was drawn yielding results of hgb=9-10 g/dl and hct=27-28% (no specific results provided). The account declines to provide any further information. No impact to patient management was reported.